Event description:
While wearing the external equipment, the pt reportedly had no sound perception between sound processor and the cochlear implant. The pt was seen at the implant center for device evaluation. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.